Event description:
The proximal (ostial) lesion was stented with another company's stent and post-dilated with the 5.0 x 13 powersail. After deflation, the balloon did not fully deflate, and could not be removed through the stent. After the second inflation and deflation, the balloon deflated, but still could not be removed. Another balloon was inflated and used to trap and remove the powersail (including guide and all other equipment). The powersail appeared extremely winged upon removal.